Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between july 15-17, 2024. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the green bag which contained the device which suggested a leak may have occurred. The location of the leak could not be identified. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. At the patient¿s home, it was observed that the solution had completely emptied into the sealed overpouch which contained the device. The device was filled with ceftriaxone (aft) 4000mg in sodium chloride 0.9% 240ml total volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.